Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Customer reported blood glucose level was not impacted. Review of pump data by tandem technical support showed that the pump battery dropped from 100% to 15% within approximately 2 hours. Reportedly the customer will continue to use the pump until the replacement pump is received.